Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the edge of an intraocular lens (iol) appeared serrated. No patient contact reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint unit was received in its original folding carton. Visual inspection at 10x microscope magnification was performed. The lens haptics were observed unfolded. No damage such as crack defects in lens or lens haptics were observed. Loose particles/fibers in the optic body were observed which is indicative of handling of the lens. Residues of lubricant such as ophthalmic viscoelastics (ovds) was observed in the lens body. The condition observed in the lens is consistent with a lens that has been handled and prepared for surgical use. The reported issue was not confirmed in the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was not confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in further review of this file, the event has been determined not to be a reportable malfunction as initially reported. The reported issue with the lens (edge of the lens serrated) occurred during handling but prior to insertion. (B)(4). All pertinent information available to abbott medical optics has been submitted.